Manufacturer narrative:
The cartridge was received and passed functional testing. A review of the device history record of the reported lot showed no related defects were found during the manufacturing. The lot was released for distribution having met all product design requirements. The nxstage one user guide includes allergic or adverse reaction as potential risks associated with dialysis and also includes warnings to observe the patient and monitor physical status for potential complications. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that the patient had just started treatment when she experienced tightness in her throat, nausea and her blood pressure decreased. Treatment was discontinued. The patient received 25 mg of intravenous benadryl and was placed on oxygen (o2) via nasal cannula. The patient was transported to the emergency room (ER) and discharged with a diagnosis of allergic reaction. The patient continues to treat without issue.